Event description:
It was reported that high hv lead impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned cut in two segments. The segments of the lead that were returned were normal. Without return of the entire lead, a complete analysis could not be performed.